Event description:
It was reported that a routine remote monitoring transmission was sent from the patient to the clinic and a right ventricular lead warning was noted due to low impedance measurements. Other lead measurements were within normal limits and the bipolar lead impedance was also within normal range. The clinic will follow the lead more closely and schedule another remote monitoring transmission in three months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: iexc161655 x3 stent grafts, (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2005; e2dr01aa implantable pulse generator (ipg), (B)(6) 2005. (B(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during a routine device replacement procedure, the lead was undersensing in the bipolar pacing configuration and the impedance was low and there was no capture. The lead had been previously programmed to the unipolar pacing configuration and since impedance, threshold and sensing through the new device were normal in unipolar, the lead remains in unipolar and will continue to be monitored.